Event description:
It was reported that during therapeutic rafaelo procedure the tissue pad of the subject device came off. The issue was found during sedation and the device was inside the patient. The procedure was successfully completed with another model sonosurge. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Additionally, please see section d7a for corrections: corrected from yes to no. Since the device was disposed of by the user facility the definitive root cause of the reported issue could not be determined. However, based on past investigations of the same model number, the tissue pad likely peeled because it was worn out from the ultrasound output. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.